Event description:
The patient had an MRI which "destroyed/fried" her implantable neurostimulator (ins). The patient was unaware that she should not have had an MRI due to a language barrier. No patient symptoms were reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional info becomes available.